Event description:
Pt admitted with hypertensive crisis - blood pressure assessed with datascope acurator. Reading on the acurator was 129/85. Manual reading 202/135. Pt had been monitored with acurator approx 2 hours with false blood pressure readings. This was checked by using a different acurator and blood pressure reading was 170/66 while manual reading was 200/110. Both datascopes were reporting inaccurate blood pressure readings. Pt was not seriously injured but there was a delay in administering medications. Pt also had an inaccurate pulse reading, 40 while the pt actually had a heart rate of 80.